Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of 207 mg/dl with the subject meter and 115 mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (08/09/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.